Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, and h10 intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. The usm was tested on an in-house system and failed normal mode as it triggered 319 errors on the rolling loop. During the inspection, the rolling loop was found to be tangled and damaged plus coming off its track and triggering errors 319. The usm failed on a patient side cart (psc) fixture test platform (pftp) as it failed the fiber test on the rolling loop. The usm was tested on a pftp and passed direction test, lissajous, cva characterization, sensors check, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The rolling loop assembly will be replaced as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to start post anesthesia, post port placement of a da vinci-assisted simple prostatectomy surgical procedure, the system had repeated non-recoverable error 319 while inserting the instrument on the universal surgical manipulator (usm) 1. The customer power cycled the system and performed emergency power off (epo), but the error persisted. The customer decided to wait for an intuitive surgical, inc. (Isi) field service engineer (fse) to repair the system before starting the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system powered on without error. After the error 319 occurred on the usm1, the surgeon decided to wait for the field service engineer (fse) to repair the usm 1 before starting the procedure. The ports were placed at that time. The fse replaced the usm 1 to resolve the reported issue. The procedure was completed robotically after three hours of procedure delay for the repair. There was no patient injury. It was possible that additional anesthesia was performed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported complaint of error 319 on arm 1. The fse replaced arm 1 to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 23025 on the mtmr related to the reported complaint. An event verification confirmed the simple prostatectomy procedure was performed on the reported event date (B)(6) 2022 using system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the system had repeated non-recoverable error 319 while inserting the instrument on the usm 1. The fse replaced the usm 1 to resolve the issue. Also, the surgical procedure was delayed by greater than 30 minutes. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.